Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and ps1 in the workstation were replaced. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the system failed to boot. No reports of patient injury.